Event description:
While investigating a (B)(6) male pt's electrode belt for an unrelated issue, a reportable problem was discovered. The electrode belt failed a defibrillator test. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. Upon evaluation, the electrode belt failed a defibrillator test. The cause for the failure was isolated to shorted processors u727 and u728 on the distribution node pca board. The root cause for the shorted processors could not be positively identified. No adverse event resulted from the defective electrode belt. The pt received a replacement electrode belt.